Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076-52 implantable pacing lead, (B)(6) 2003. A 694765 implantable tachy lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that there was chronically high lv (left ventricular) threshold, with corresponding high output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.